Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, d4(model#, catalog# & UDI#), g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse used a simulator and demo balloon and was able to get zero pressure right away and did this multiple times with no issues. Full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) would not zero. There was no patient involvement, and no adverse event reported.